Event description:
It was reported during an atrial fibrillation ablation procedure the physician noted that the extension tubing of the cool path duo catheter was broken. The procedure was concluded using a new catheter. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.